Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The available information indicates the device remains implanted. Without the return of the valve for analysis, a root cause of the reported stenosis cannot be determined. Stenosis-related risks are a known potential adverse effect for replacement aortic valves. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 4 months post-implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter aortic valve due to aortic stenosis. No other adverse patient effects were reported.